Event description:
It was reported the system displayed an overload fault error message. This message will result in a shut down situation. There are no report of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage tank was replaced during the service call. The system was tested and found to be working as intended and put back into service.